Manufacturer narrative:
The hill-rom technician found the pt left control board was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the pt left control board and the issue was resolved. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in labor and delivery at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).